Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Pt was being prepped for surgery on (B)(6) 2012 after rendering an in-range inr reading of 2.4 on his inratio2 meter on (B)(6) 2012. Lab inr pre-surgery rendered out-of-range results as follows: date: (B)(6) 2012. At 9:00 am: lab inr = 5.5 (venous), lab inr = 4.7 (venous new sample from new stick). At 1:30 pm: inratio = 4.4 (finger-stick). Pt's therapeutic range: 2.0-3.0.

Manufacturer narrative:
No data analysis was performed because time between tests exceeded three hours. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. Root cause could not be determined. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 273311. Test results as follows: (B)(6). All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. As reviewed on (B)(6) 2012, thirty nine (39) discrepant result complaints were reported for lot #273311, yielding a complaint rate of 0.0889%. Action threshold (>0.07%) has been reached. Strip lot in complaint has strip code xz9k4 which brick lot number 257215 was assigned and packaged into strip lots 273311 and 273312. Forty five (45) total discrepant complaints have been reported for lots 273311 and 273312 yielding a complaint rate of 0.016%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time as no product deficiency was established.